Event description:
The customer contacted heartsine to report that their pad-pak was not providing power to their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The pad-pak was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.